Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Report source: foreign (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. (B)(4).

Event description:
It was reported that during a peripheral procedure, the angiosculpt device was used to treat the mid sfa. During the first inflation at 6 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported.